Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she experienced sensor reading discrepancies and she had the threshold suspend alarms go off 7 times during the day. The customer stated that the sensor was reading 60 mg/dl but her blood glucose value was 109 mg/dl. Troubleshooting was done and the recommended insertion and calibration process was discussed. The customer was advised to monitor the issue.